Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was requested the flushing pump¿s rotor be replaced. Per the customer, if the head of the device is pushed, it works better. The issue occurred during an unspecified procedure. The subject device could not be replaced due to the location of event (operating room). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated onsite, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the investigation results, the following likely led to the malfunction: the most probable cause of the complaint was component failure: poor irrigation due to wear of the pump head rollers. Olympus will continue to monitor the field performance of this device.

Event description:
It was requested the flushing pump¿s rotor be replaced. Per the customer, if the head of the device is pushed, it works better. The issue occurred during an unspecified procedure. The subject device could not be replaced due to the location of event (operating room). There were no reports of patient harm.